Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital would not return it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported the patient underwent a shoulder arthroplasty approximately nine (9) years ago. Subsequently, the patient was revised due to a broken humeral tray which occurred after the patient fell. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays showed humeral tray fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.